Event description:
During a colectomy procedure the surgeon experienced tissue sticking to the jaws of the device while transection of the mesentery vessel. Tissue sticking to the jaws caused the sealed vessel to reopen when the device jaws were opened resulting in bleeding. Surgeon used sutures to effect a seal. The device was discarded by hospital staff-n0 patient harm reported.